Manufacturer narrative:
Evaluation was not performed, could not perform the temperature test as the motor in the returned drill would not run. If information is provided in the future, a supplemental report will be issued.

Event description:
Cusrtomer reported the em210 heated up. No patient impact.

Manufacturer narrative:
Corrected information. The actual/suspect hand piece has tested for heat. The ambient starting temperature was 82.4 degrees f and rose to 88.7 degrees f after running for one minute. The maximum allowable temperature after running for one minute is 118 degrees f. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reported the drill heated up. There was no patient injury. Analysis did not confirm a heating issue.